Event description:
The patient reported their first catheter ¿broke¿. Interventions, patient symptoms, drug or patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is obtained a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).